Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, friend/family member) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was the caller indicated that the patient's husband called them yesterday to report that they were having difficulty charging. The caller indicated that they met with the patient today and determined that the recharging issue was related to the position of the ins in the pocket. The caller stated that the ins is drooping at a slant so it doesn't make a good connection to the recharger. The caller notified the md. The caller indicated that they expect the patient to have a pocket revision but the procedure has not been scheduled. When asked for an event date, the caller indicated that he thinks that the patient tried to charge the ins a few days prior to contacting him. The issue was not resolved through troubleshooting. The caller expects the patient to have a pocket revision. The caller stated that the patient weight is (B)(6).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt) regarding an implantable neurostimulator. It was reported that pt is having difficulty charging their ins. There is no known external factors. Health care professional (hcp) attempted to help the patient charge prior to the pocket revision today but was unable to get a good connection. The patient had her implant in december but was unable to successfully charge her ins. Upon opening the battery pocket hcp felt the patients rib was creating the tilt in the battery making it difficult to get the recharger to connect during charging. Dr. Glines moved the battery pocket to the left upper buttock. This allowed him to get the ins to sit better under the skin.